Event description:
Information was received from a consumer regarding a patient with an external neurostimulator caller stated the patient reported that on his back that is connected to a metal wire that came out of his back and stated the metal wire looked like a little further out. Caller confirmed she meant it appeared as though the metal wire implanted in patient¿s back was a little further out than it was. No symptoms reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the doctor looked at the patient's lead and said it looked fine and that they were going to get the permanent implant on (B)(6) 2018. No further complications reported/anticipated.

Manufacturer narrative:
The other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.